Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the outer proximal set up joint (suj), universal surgical manipulator (usm) and the fiber cable to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis (fa) testing and the issue was confirmed and replicated. The unit was tested on an in-house system and triggered error 31226 ac_1d (acm). The unit was also tested on the pfpt and fail fibers aca down/acm up (clock spring), acs up (parallelogram) & acs do (rolling loop). Aba trouble shooting was performed. A gold clock spring parallelogram & rolling loop was installed and the unit passed. The original was returned, and they failed. Upon further investigation, there was no fluid intrusion or physical damage. Remote also shows errors 32097, 31199, 1126 & 31226. The clock spring, parallelogram & rolling loop is consistent with the reported event and is the root cause of this issue. The complaint was confirmed based on the failure analysis. Isi did receive the suj involved with this complaint to perform failure analysis (fa) testing and the and the reported error 3122 was confirmed and replicated. In artemis, error 31226 was confirmed along with 1126, indicating low fiber power warnings. Installed proximal onto golden system where errors were confirmed in the logs. Tested unit on pftp where it failed fiber power tests. Installed golden fiber cable and fiber power tests improved, but still failed. Bypassed horizontal rolling loop with golden fiber cable and unit passed fiber power tests. As a result of these findings, failure analysis concluded that both the fiber optic cable and the horizontal rolling loop are the root causes for this issue. The complaint was confirmed based on the failure analysis. .

Event description:
It was reported that during a da vinci-assisted ileal conduit with radical cystectomy surgical procedure, the patient side cart (psc) had non-recoverable faults on universal surgical manipulator (usm) 1 with live logs showing error 23065, 40106, 32097 and 32096 on set up joint (suj) 1 distal and usm. Site to cycle system power and emergency power off (epo) patient cart however faults returned on system power up. Informed csr that usm 1 can be disabled, leaving usm 2, 3 and 4 for surgeon use. Surgeon needs all four usm's and likely convert to open or lap. The procedure was completed with no reported injury.